Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported there was no suture and collagen on the angio-seal vip device, and possibly no anchor. The estimated blood loss was less than 250 cc. The patient was stable, and was discharged. No other devices or equipment were used with reported product. Additional information was received on march 15, 2018. It was not known for certain if there was an anchor in the device. They used another hemostatic device and held manual pressure which did not affect the outcome. Additional information was received on march 20, 2018. Hemostasis was achieved with a femstop gold device.

Manufacturer narrative:
One 6fr angio-seal vip components were received for evaluation. A hemostatic sheath and carrier tube assembly were returned not mated together; no additional accessory components were returned. Initial visual inspection revealed the bypass tube was located in the hub of the deployment sleeve. The deployment sleeve was in the full rear lock position with the color bands visible. A cut in sheath was present at the distal tip separated from the carrier tube assembly and sheath. No other anomalies were noted in either the carrier tube assembly or hemostatic sheath. Microscopic inspection revealed deformation along the edges of the locking mechanism of the hemostatic cap. No other anomalies were noted in the hemostatic cap. Visual inspection of the separated tube revealed the anchor was present within the device. The collagen and anchor were extracted from the device. Functional testing of the device could not be performed due to the cut in the sheath. Visual inspection revealed the bypass tube detached within the carrier tube hub and the carrier tube assembly was in the full rear lock position indicating the two pieces had once been mated and were separated. Further examination revealed deformation within the locking mechanism confirmed this observation as well. The complaint alleged that no suture or anchor were in the device which was negated when the anchor was found within the device. Angio-seal vip IFU states: "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angioseal device will not function." There is no evidence that this event was related to a device defect or malfunction. However, based on past complaint history, possible reasons for the failure include the user not placing the deployment sleeve in the full forward lock position or an obstruction preventing proper deployment. The IFU does advise to ensure the anchor has been properly placed or the device will not function.